Manufacturer narrative:
The reported event of noise was confirmed. External insulation abrasion was noted at 5.3-5.6 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient's right atrial lead exhibited noise. The lead was explanted and replaced. The patient was stable.